Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion due to high capture threshold from their left ventricular (lv) lead. The ICD was explanted and replaced. The lv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.